Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Date of event: unknown. Additional device product code is hrx. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation; the results are pending completion. A device history record review was performed for the complaint device lot. Manufacturing location: (B)(6). Manufacturing date: jun 15, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reamer irrigator aspirator (ria) shaft was found broken into two pieces. It is unknown when the part broke. The device was not used in surgery. There was no patient or procedure involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the drive shaft was received with the broken distal end which meets with the reamer head and contains the helix. The broken portion was not received. The oblique break is located proximal to the shaft helix. The proximal connecting post shows indents along groove and the coupling mechanism shows scrapping. The balance of the device shows surface wear but is in functional condition. The complaint condition is consistent with exposure to a bending force beyond the failure limit of the shaft. Replication of the complaint condition is not applicable as the device is already broken. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone as per the technique guide. Relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. However, based on the location of the break, the damage likely occurred during handling or possibly early in the reaming process in order to allow for significant bending. Furthermore, when used as intended the tube assembly would be assembled over the area of the break. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.